Manufacturer narrative:
Product has not been returned for evaluation.

Event description:
Complaint report states, "in 2008, the vital-port was implanted in the right forearm for breast cancer treatment. No anomalies were seen in the vessels. In 2009, it was confirmed that the catheter was disconnected from the vital-port and migrated to the pulmonary artery. A pigtail catheter was inserted and the tip was hooked on the tip of the disconnect catheter and pulled up until a snare could be used. Then the disconnected catheter was retrieved." The patient did not show any problematic symptoms."